Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power cord for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power cord for the imaging system was returned to the manufacturer for evaluation. Testing found an open in the cable and could confirm the visible damage to the cord.

Event description:
A site representative reported that, while outside of a procedure, a plug on the imaging system was damaged with visible evidence of electrical overstress. There was no patient present when this issue was identified. No additional information was provided.